Event description:
It was reported that the patient experienced leaking batteries with device use. The batteries and processor were removed from service and replaced with new ones. There were no allegations of patient injury.

Manufacturer narrative:
(B)(4)